Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The stent dislodged: the target site was in the lad. It was tortuous (near 90 degree). Access was established via the femoral artery. The cypher select + 3.50x18mm was advanced through the guider, but the stent dislodged just as it exited the guiding catheter. The stent was found in deep femoral and removed with snare.

Manufacturer narrative:
One non-sterile cypher select + stent was received in a plastic bag. The sds was not received. The stent was received under the following conditions: compressed, elongated, one end was kinked and in the other one struts were uplifted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent dislodgement in patient reported by the customer was confirmed; however, the exact cause of the reported failure could not be determined without the sds. The damages observed on the stent could be related to the removal efforts with a snare. Controls are in place to prevent damage units leave the facility. No corrective action will be taken since the reported failure and damaged stent do not appear to be related to the manufacturing process of the product.